Manufacturer narrative:
Event date: publication date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Inflammation and cystoid macular edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the report does not suggest a problem with the device or the way it was used. Based on the information received, the root cause of the reported event is likely unrelated to the device or use of the device. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled ¿comparison of surgical outcomes between excisional goniotomy using the kahook dual blade and istent trabecular micro-bypass stent in combination with phacoemulsification¿. Following trabecular micro bypass stent procedures, there was one (1) case of cystoid macular edema (cme) observed postoperatively. Through follow-up, the surgeon noted that the reported cme was likely related to post-op inflammation, and the reported event was likely not related to the device ¿at all¿. Any omitted information was not available at the time of this report.